Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient reporting that the circumstances that led to the ins battery being depleted were unknown; however it was obvious that the stimulator was no longer working. The patient reported that after the patient programmer batteries were installed, they were able to recharge the stimulator and turn the system on, which resolved the issues. The patient reported that the issue was resolved and they now make a habit of charging the system when it gets to 50%. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37642, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The patient reported that their ins battery had been depleted for 2 days and that they have had tremors again, which began at around the same time. The patient reported charging their ins yesterday, but they could not get the patient programmer to turn the stimulation on. The patient reported seeing the low programmer battery indicator today. The patient reported trying new batteries but after that the programmer would not power on. The patient reported that during troubleshooting they were able to turn the stimulation back on using their recharger. The patient reported that they received a "jolt" and that it was hard to see at first, but it did get better and now they felt like they were getting therapy again. The patient reported verifying that the stimulation was back on using their recharger. No further patient complications have been reported as a result of this event.